Event description:
It was reported by service report that the side rail controls were not working and were shorting out on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Button switches stuck in on position creating constant short in electrical system.